Event description:
It was reported that during use of the device for cardiopulmonary bypass procedures, the perfusionist (ccp) experienced pumps jams in the last thirty to sixty days. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer reported that his new perfusionist may be over occluding causing the pump jams. The customer feels it is an education issue, as they do use the proper occlusion technique for setting occlusion using a graduated cylinder. The problem is the staff then changes the setting after. They are planning on having an educational meeting with all the site perfusionists to try and eliminate occlusion issues.